Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced a dexcom g7 pairing failure on the ilet while the g7 sensor was active and providing glucose values in the dexcom app; the ilet displayed a pairing failed alert, and the user¿s glucose was 193 mg/dl. Symptoms included no reported adverse effects. Outcomes included successful restoration of continuous glucose readings on the ilet after troubleshooting. Investigation included verification of the sensor pairing code, review of cgm settings, device restart, toggling cgm configuration from g6 to g7, and initiating a new g7 sensor session with the confirmed pairing code. Investigation of this case revealed that the pairing failure was resolved through user-guided reconfiguration and restart steps, indicating a transient connectivity or configuration issue between the ilet receiver function and the g7 transmitter. It was concluded, based on previously established findings for similar reports, that the cause was user setup or transient communication error that was resolved with standard troubleshooting.